Manufacturer narrative:
An evaluation was performed on the returned product for evaluation of the reported complaint mode, ¿broken.¿ the device was visually evaluated and confirmed to be broken at the tip of the device. The broken piece was not returned for evaluation. A visual evaluation of the returned device identified that at the site of the break it was identified to have been exposed to a torsional force prior to breakage. A review of the manufacturing records has identified that device has been manufactured 07/18/2013. No non-conformance reports are on file for this lot. No additional complaints are on file for the reported lot number. The failure cannot be attributed to a manufacturing issue. (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure using a fastener, fixation, nondegradable, soft tissue, that the tip of the drill sheared off from the flexible part of drill and embedded into the bone. It was about 5mm of the tip. It took the surgeon about 15 minutes to remove the piece which will be returned. The surgeon dug around bone and used a pituitary grasper to remove the broken piece. There were no reported patient injuries or complications. The surgeon was able to pull out the metal tip and complete the same drill hole with a new drill. Case was completed. (B)(4).